Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) left bundle branch lead exhibited loss of capture. The rv left bundle branch lead was explanted and replaced. No patient complications have been reported as a result of this event.